Event description:
"On or about (B)(6) 2010," a miniarc was implanted with the intention of treating "for stress urinary incontinence and/or pelvic organ prolapse." Plaintiff's attorney has alleged that "after, and as a result, plaintiff suffered serious bodily injuries, including but not limited to, continued incontinence, extreme pain, erosion of her internal body tissue, add'l surgeries, continual bladder and urethra infections, and other injuries." Also alleged, "as a result, plaintiff has experienced significant mental and physical pain and suffering, has required add'l surgeries and/or medical treatment, and has sustained permanent injuries."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.